Manufacturer narrative:
As reported in a research article, a patient had their trifecta valve replaced with a valve in valve due to stenosis and increased gradient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The literature article "bioprosthetic valve remodeling of trifecta surgical valves to facilitate valve-in-valve tavr." Was reviewed. This research article is a case series to evaluate bioprosthetic valve remodeling (bvr) to improve expansion and hemodynamics of the transcatheter heart valve (thv) in a valve-in-valve transcatheter aortic replacement (viv tavr) procedure. Trifecta (abbott) and evolut r (medtronic) valves were associated with the study. There is no allegation of malfunction of the trifecta valve. It was reported in the article that an (B)(6) year old patient had a 21mm trifecta valve implanted. The patient had moderate stenosis and increased gradient (30mmhg). A valve-in-valve procedure was performed with a 23mm medtronic valve. The mean gradient decreased to 9mmhg one month post procedure. The primary author of the article is john t. Saxon, md of saint luke's mid america heart institute, kansas missouri, with the corresponding email: jsaxon@saint-lukes.org.